Event description:
A customer reported that the mobile app froze while they were loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully re-launched the app and did not require further assistance.